Manufacturer narrative:
A resmed rrt product specialist troubleshot the reported failure with the customer. Based on this discussion, resmed requested the device be returned to the customer's biomed for evaluation. The device has not yet been returned to the manufacturer, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An extensive engineering investigation was performed on the reported event. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failure to complete its internal self-test was most likely due to a defective pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).